Manufacturer narrative:
Pt identifier, age & dob not provided for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. A review of the device history records has been requested and is currently pending completion. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgery took longer because the surgeon had to change the plate. The screw was tested with the plate for ten minutes outside of the patient. No consequences for the patient. The screw did not pass through the plate. No problems for the patient. Surgery was prolonged about 10 minutes. Procedure was successfully completed. This complaint involves (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the event, concomitant medical products: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: trauma screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient¿s height reported as 185 cms. A device history record (DHR) review was conducted: part: 02.111.731s lot: l327164 manufacturing site: raron release to warehouse date: 30.mar.2017 expiry date: 01.mar.2027 the device history record shows this lot of 10 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the visual inspection of the returned plate has shown that the thread of the left top hole is strongly damaged. There are no other damages visible and the part is all in all in good condition. Functional test: a functional test could not be performed due to the damaged screw hole. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the visual inspection of the returned plate has shown that the thread of the left top hole is strongly damaged. There are no other damages visible and the part is all in all in good condition. The received condition of the plate is concordant with the complaint description and the complaint condition is confirmed. This lot of 10 pieces was manufactured in march 2017 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. Due to the visible damages we suppose that the screw was inserted with a lot of force into the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.